Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: vedr01, implantable pulse generator, (B)(6) 2012; 5076-45, implantable pacing lead, (B)(6) 2012. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high threshold. The lead was capped and was replaced with a new lead. No patient complications have been reported as a result of this event.